Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving clonidine and dilaudid, both of unknown con centration at unknown dose rates, via an implantable pump for spinal pain. It was reported that patient had heard their pump alarming/beeping before because she was past her refill date. The sound heard was consistent with a pump alarm. The patient had missed a scheduled refill. The date of the event was described as having been unknown / a couple years ago (day, month, and year unknown). No patient symptom was reported. No further patient complications have been reported as a result of this event.